Manufacturer narrative:
Review of the submitted system controller log file confirmed elevations in pump power and estimated flow; however, a specific cause for these events and the patient's driveline infection could not conclusively be determined through this evaluation. The log file contained data from (B)(6) 2017 and elevations in pump power and estimated flow were noted throughout the log file. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 11 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a routine clinic visit, elevated power and flow values were observed during device interrogation. The manufacturer¿s technical services representative reviewed the submitted log files and observed intermittent high power elevations on (B)(6) 2017 and (B)(6) 2017. Power and flow were trending upward with pi trending down. In the past this trajectory has been linked to the presence of thrombus. The patient was monitored for active driveline infection and to rule out thrombosis. On (B)(6) 2017, it was reported that the patient¿s lactate dehydrogenase (ldh) value was normal at 313 u/l, two weeks prior was 223 u/l. A driveline culture test was found to be negative. The patient took prophylactic course of doxycycline for 10 days. No additional information was provided.